Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead delivered one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ICD recorded a code 1005 indicative of an open circuit condition detected during the second shock delivery, and a high out of range shock impedance measurement greater than 125 ohms was observed. Technical services (ts) discussed possible causes such as a connection issue or lead damage attributed to a recent device changeout. The ICD and lead remain in service at this time. The field representative and health care professional (hcp) will discuss next steps. No adverse patient effects were reported. Additional information received reported that this implantable defibrillation lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned but examination noted it had been severed in two segments approximately 11.5 cm from the terminal pin. Visual inspection also noted calcification of body fluids on the proximal and distal shocking electrodes. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the proximal and distal shocking electrodes. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead delivered one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ICD recorded a code 1005 indicative of an open circuit condition detected during the second shock delivery, and a high out of range shock impedance measurement greater than 125 ohms was observed. Technical services (ts) discussed possible causes such as a connection issue or lead damage attributed to a recent device changeout. The ICD and lead remain in service at this time. The field representative and health care professional (hcp) will discuss next steps. No adverse patient effects were reported. Additional information received reported that this implantable defibrillation lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead delivered one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ICD recorded a code 1005 indicative of an open circuit condition detected during the second shock delivery, and a high out of range shock impedance measurement greater than 125 ohms was observed. Technical services (ts) discussed possible causes such as a connection issue or lead damage attributed to a recent device changeout. The ICD and lead remain in service at this time. The field representative and health care professional (hcp) will discuss next steps. No adverse patient effects were reported.